Event description:
It was reported, that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire system implantable cardioverter-defibrillator (ICD) and right ventricular lead, due to infection. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product. Correction: section d9 should be yes instead of blank.

Event description:
New information received stated that the physician did not make any claim that the infection was related to the abbott device.